Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by cloudy pd effluent. The pt was hospitalized for the event on the same day. On an unreported date, the patient began treatment with keflex, ip (intraperitoneally) and fortaz, ip (doses and frequencies not reported) for the peritonitis. On an unknown date, treatment with keflex and fortaz were stopped. On an unreported date, the patient was retrained on proper aseptic procedures for performing pd therapy. Two days after being admitted, the pt was discharged from the hospital. At the time of this report dianeal therapies were ongoing, the peritonitis had resolved and the pt was recovered. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13c15072 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The exception summary was reviewed for this batch with an exception noted for the batch, however, the exception did not indicate any issues related to the complaint. A review of all batch record documents was performed for potentially associated lot numbers h13d15062 and h13e17040 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).